Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
A 71-year-old man underwent hrpci with planned impella cp support via right axillary cut down surgical approach. The pump would not pass due to tortuous anatomy, despite the use of short and long insertion sheaths. Pocket bleeding developed and the pump was removed. The pci procedure was abandoned.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary major bleed/ asae: the cause of the bleed cannot be determined since insufficient clinical details were provided. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and tortuosity of vessels preventing successful delivery of impella.